Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. During functional testing, the device failed to power on using the ac adapter, and when installed in a hub, it also failed to power on. However, after a prolonged delay, the device eventually turned on, displaying the baxter logo; however, the screen became stuck on a white screen. The reported condition was verified. The cause was determined to be the faulty user interface printed circuit board assembly (ui pcba). The ui pcba requires replacement to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of display going blank on start up during testing in the biomed service. There was no patient involvement. No additional information is available.